Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, rv coil impedance spiked to 186 ohms up from a trend that had been in the 66-83 ohms range. Rv coil impedance dropped back down to baseline and then on (B)(6) 2015 rose to 135 ohms. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, svc coil impedance spiked to 195 ohms, up from a trend that had been in the 60-77 ohms range. Svc coil impedance dropped back down to baseline and then on (B)(6) 2015 rose to 126 ohms. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv pacing impedance rose to 1159 ohms up from a trend in the 570-665 ohm range. Impedance dropped back down to baseline and then on (B)(6) 2015, it rose to 1558 ohms. (B)(4).

Event description:
It was further reported that the lead was suspected for possible fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-60 lead, implanted (B)(6) 2008; dtba1d1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that both the right ventricular (rv) coil and superior vena cava (svc) coil impedance on the rv lead tripped alerts due to being above the normal range. The lead remains in use. No patient complications have been reported as a result of this event.